Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer was never informed of the following information: if the jaws were stuck on tissue, if there was any adverse effect to the grasped tissue, if there was any tissue removal, if there was any bleeding due to the clamping issue, or if the vessel sealer extend instrument even worked during the procedure. The instrument is available to be returned back to isi.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the blade of a vessel sealer extend (vse) instrument did not return after sealing. The instrument jaws also could not be opened while closed. The user was completing the procedure as planned using a backup vse instrument with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to reproduce/confirm the reported complaint. The instrument was placed on the in-house system and the blade failed to retract during initialization causing the instrument to fail self-test. Additional related observation not reported by site: the instrument was found to have an exposed blade. Visual inspection showed that the blade was exposed outside of the blade garage 5 mm. No conductor wire damage or snake wrist damage was found. There was bio debris found at the instrument tip. The instrument was found to have a loose grip cable at the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft or any other component that would have caused the loose cable. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.

Event description:
Refer to h11 for follow-up information.